Event description:
Unomedical reference number ((B)(4). Event occurred in germany. On 06-may-2024, it was reported by the patient that he receives an alarm. In troubleshooting it was found that blockage is located at the site. No further information was available.

Manufacturer narrative:
Patient country: germany.